Event description:
The customer reported that uncapped needles in pack.

Manufacturer narrative:
So far, we haven't received a lot number, so we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended.